Manufacturer narrative:
The voalte nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system offers several calling options depending on the configuration of the facility. The device instructions for use (IFU) state the following about system alerts: ¿a system alert provides information about a component that is disconnected from the system. Notify your system administrator of every system alert.¿ the nurse call system is designed to place system alerts on the primary staff consoles, and other applicable user interfaces, when there is a malfunction. A lost rcb call system alert is an indication to the staff that the room, component, or service has a problem and requires servicing. The system alert provides staff the opportunity to implement back up protocols for patient communication. The hillrom service technician arrived on-site the day the customer contacted hillrom. The technician determined the cause of the event was due to a lost room control board (rcb) in room 339. A review of the nurse call log file showed a lost rcb alert occurred on 16may2023. When the code blue was pulled, the code could not annunciate to the nurse¿s station, grs10, zone, or pbx due to the lost rcb. The hillrom technician rebooted the rcb to resolve the issue. Allegedly, the account had been doing reboots to switches and the rcb may not have rebooted in its entirety with the rest of the facility. The customer confirmed the reported issue was resolved. In this event, a code blue call alarm did not annunciate at the nurse¿s station, grs10, zone, or pbx; however, there was no impact or injury to the patient. The cause of the event was likely due to use error (failure to respond to lost rcb call system alert). If the reported event of code call not annunciating were to recur, it would be likely to cause or contribute to a death or serious injury. Prevention of this type of event are outlined in the device IFU. Based on this information no further actions are required.

Event description:
The customer reported a code blue call was placed in room 339 using the voalte nurse call and the code call alarm did not annunciate. There was no patient impact or safety issue associated with this event.